Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the healthcare provider (hcp) believed that the patient's pump may have gone dry while the patient was in the hospital. It was noted that the patient was supposed to have the pump refilled on (B)(6) 2018 but the refill was unable to be performed due to the patient being admitted to the hospital. The caller required assistance in contacting a device manufacturer representative to check on the pump. It was reported that the patient was in dire pain and wanted to have the pump filled as soon as possible. No further complications have been reported as a result of this event.

Event description:
Additional information was received on 02-aug-2019 from a healthcare professional (hcp) via a company representative who reported that when the patient was in the hospital for their coma (which was not related to their infusion system) and the pump was not refilled, the pump subsequently had a motor stall during that timeframe. At the time of this report, the stall was noted to be active. The pump was replaced today. The passcode to permanently shut the pump off was provided and entered once the pump was explanted. No infusion system related symptoms were reported. At the time of this report the pump was noted to be delivering morphine (6 mg/ml at an unknown dose). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.